Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the knee surgery, sports traumatology, arthroscopy titled ¿arthroscopic all-inside ligament repair has similar or superior clinical outcomes compared to open repair for chronic ankle instability without concomitant intra-articular pathology at 5 years follow-up¿. The study reviewed ninety (90) patients who underwent chronic ankle instability (arthroscopic vs open ligament repair) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the fifty-eight (58) month follow-up period, two (2) patients experienced complex regional pain syndrome. Ref: guelfi, m., baalbaki, r., malagelada, f., dalmau-pastor, m. & vega, j. Arthroscopic all-inside ligament repair has similar or superior clinical outcomes compared to open repair for chronic ankle instability without concomitant intra-articular pathology at 5 years follow-up. Knee surg sports traumatol arthrosc 31, 6052-6058, doi:10.1007/s00167-023-07621-7 (2023).